Manufacturer narrative:
The occurrence of the event is included in the potential adverse event section of the device labeling. The frequency for this event is not greater than is usual. No device malfunction was reported. Unable to obtain additional information.

Event description:
Patient was implanted with elevate on 06/14/2010. Information received indicates that patient had post-op bleeding the day after the procedure and had to be transfused and have a radiologist embolize a vessel. Patient is doing well. No further information was provided.